Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed the pacemaker was under sensing on the atrial channel. Programming changes were discussed, no intervention was reported. There were no consequences to the patient.